Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral external battery had an autonomy problem, lower capacity issue. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed for an engineering investigation. Review of the battery logs and performance testing did not confirm the reported battery autonomy issue. The external battery was depleted upon receipt at resmed, however, the external battery recharged with no issues and operated per specifications. Based on the investigation results, there was no fault found with the external battery. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral external battery had an autonomy problem, lower capacity issue. There was no patient injury reported as a result of this incident.